Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address infection. Update 02/09/2017 claim letter received. Patient is seeking compensation. Part and lot numbers updated. Correcting dob complaint was updated 02/21/2017. Update rec¿d 02/13/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and elevated ion levels. Changing the MDR decsion from no to MDR yes. Complaint was updated 02/28/2017. Update jun 13, 2017: legal medical records received. In addition to what was previously litigated, litigation also alleges pseudotumors around both hips, metallosis, mobility issues, and that his hip would "catch" at times and then release. After review of medical records for MDR reportability it was reported that the patient was revised to address infection. Revision note reported gross purulence below the level of the fascia and it band, and subcutaneous tissue appeared to be abnormal in appearance and had chronic inflammatory change consistent with a chronic indolent infection. It also reported that the acetabulum was stable despite the osteolysis seen on preoperative x-ray. There was no report of loosening. Ultrasound was performed and showed deep fluid collections concern for infected total hip. There were no laboratory values provided. This complaint was updated on: jun 22, 2017. Update jul 11, 2017: it was noted on review for reportability that the reported dor was incorrect, as was the reported head. Patient underwent revision on (B)(6) 2016 to explant the whole prosthesis and insert prostalac to address infection and metallosis. After review of the medical records, it was stated that the patient had presence of avascular tissue, pseudotumor, purulent fluid, and osteolysis. Corrected the product information for the srom head. The previously reported head is now being reported in (B)(4). This complaint was updated on jul 11, 2017. / / investigation method: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the cup. The search and/or review of device history records was not possible against the unknown devices. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusion regarding the reported event with the information available. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and/or liner. Per procedure wi-3430, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Based on the inability to find any other reported incidents against the provided product and lot code combinations, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusions with the information provided. / the patient was revised to address infection. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the cup. The search and/or review of device history records was not possible against the unknown devices. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Update 02/09/2017 claim letter received. Patient is seeking compensation. Part and lot numbers updated. Correcting dob complaint was updated 02/21/2017. Update rec¿d 02/13/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and elevated ion levels. Changing the MDR decsion from no to MDR yes. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection. Update rec¿d: 02/13/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and elevated ion levels.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s) for infection after 3 months of device being implanted. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation. Per nr-0134037 a medical record review is not required for this complaint record. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Update jun 13, 2017: legal medical records received. In addition to what was previously litigated, litigation also alleges pseudotumors around both hips, metallosis, mobility issues, and that his hip would "catch" at times and then release. After review of medical records for MDR reportability it was reported that the patient was revised to address infection. Revision note reported gross purulence below the level of the fascia and it band, and subcutaneous tissue appeared to be abnormal in appearance and had chronic inflammatory change consistent with a chronic indolent infection. It also reported that the acetabulum was stable despite the osteolysis seen on preoperative x-ray. There was no report of loosening. Ultrasound was performed and showed deep fluid collections concern for infected total hip. There were no laboratory values provided. This complaint was updated on: jun 22, 2017.

Manufacturer narrative:
Added: (patient). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 11, 2017: it was noted on review for reportability that the reported dor was incorrect, as was the reported head. Patient underwent revision on (B)(6) 2016 to explant the whole prosthesis and insert prostalac to address infection and metallosis. After review of the medical records, it was stated that the patient had presence of avascular tissue, pseudotumor, purulent fluid, and osteolysis. Corrected the product information for the srom head. The previously reported head is now being reported in (B)(4). This complaint was updated on (B)(6) 2017.